Event description:
It was reported that this right ventricular (rv) lead was explanted since the associated right atrial (ra) lead for this patient dislodged, and when examined by venogram the patient was found to suffer from occlusion, so this rv lead was explanted and replaced by a new lead since the patient required a new system on their right side. No additional adverse patient effects were reported.